Event description:
The physician reported the stent deployed prematurely during an intercranial stenting in 2006. The physician was able to retrieve and remove the stent. It was replaced with another stent successfully.

Manufacturer narrative:
The device in question has been returned to boston scientific and is currently in process of eval. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. When the eval is completed, boston scientific will submit a supplemental MDR.